Manufacturer narrative:
Received two used list #lat-d1000, conector tego¿: lot #14145002 for complaint investigation from the customer. The samples were observed to have torn seals. The reported complaint of a torn seal was confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this issue. The device history record and relevant commodities were reviewed; the following discrepancy was found. Exception type: ncmr list #: r1-3701 lot #: 13880025 discrepancy: what? R1-3701, tego seal with occluded window covering the rib from the tego body. According to product specification, the rib from the tego body should pass through the window. R1-3701 lot 13880025 rev.19. When? (B)(6) 2024. Where? Incoming inspection. Initial reporter phone: (B)(6).

Event description:
A complaint investigation was approved on (B)(6) 2025 which identified excessive seal tearing on a returned used tego device. This is a reportable malfunction. See h11 for further investigation details.